Event description:
It was reported that this right ventricular (rv) lead exhibited lead failure and will be extracted. There is no further information available with the lead. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).